Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿patient connected to IV alaris pump (it was a loaner pump). Tried 2 different modules. Label on pump is carefusion loaner. The pump was dripping chemo in too fast with both modules. Caught by rn and changed to a different module and pump, which worked." The customer reported that the event occurred in the outpatient treatment facility. The customer stated that the 2 lvp were tried with the pcu (unknown if this was a pcu loaner) an incomplete date of event of (B)(6) 2016 was provided. Although requested, no additional information about the patient, medication, or event provided.